Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that patient presented in clinic for follow up. Increase in pacing threshold was observed and was suspected to be due to micro lead dislodgement of the rv lead. Patient was asymptomatic. Lead impedance and sensing was normal. Physician elected to explant the lead and a new lead was implanted. Patient was stable post procedure.